Manufacturer narrative:
Product event summary: analysis found that the epg's battery contacts were contaminated. It was also found that the unit failed an incoming functional test, was missing the bail and ring attachments, and had a scratched display.

Event description:
The external pulse generator (epg) that was originally returned for calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.